Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using venous retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel in the left forearm. After a guide wire was passed through, a 4.5-4/4t/90 symmetry balloon catheter was advanced for dilation. However, the balloon ruptured. The procedure was completed with a non-bsc device. No serious injury nor adverse patient effects were reported.